Event description:
The gauge does not respond to applied pressure. There was no report of harm or injury.

Manufacturer narrative:
Device evaluation: the device evaluation has not been completed. A follow-up report will be submitted when the evaluation is completed. Evaluation: conclusions - a follow-up report will be submitted when the device evaluation has been completed.